Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on two cobas 6000 c 501. It was asked, but it is not known which c501 system was used for each measurement. The sample initially resulted in a na value of 123 mmol/l when tested on the first c501 analyzer. The practitioner questioned the result since it was not consistent with the patient's health. The sample was repeated on a second c501 analyzer, resulting in a na value of 138 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The serial numbers of the c501 analyzers are (B)(6). The investigation is ongoing.

Manufacturer narrative:
Calibration and controls were acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.